Manufacturer narrative:
Qn# (B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with one clip remaining in it. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that the remaining clip was broken in half at the hinge. R & d was consulted and the damage to the clip appears to have been caused by improper loading of the clip or as a result of damaged appliers. The appliers were not returned. Reference file (B)(4) for investigation photos. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." It also states, "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not other remarks: force the applier into the cartridge or onto the clip." A corrective action is not required at this time as the damage observed on the clip indicates that operational context caused or contributed to this event. The reported complaint of "clip broken in cartridge" was confirmed based upon the sample received. One cartridge was returned with one clip remaining in it. The clip was broken in half at the hinge. According to r & d, this damage is consistent with improper loading of the clip or using a damaged applier. The actual clip applier was not returned. A device history record review was performed with no evidence to suggest a manufacturing related error. Therefore, based upon the damage observed and consultation with r & d, operational context caused or contributed to this event.

Event description:
It was reported that right before loading the applier with a clip, a user found the clip was broken, bosses and locking part were remaining but other part of the clip was missing. This occurred with only one clip in cartridge then 5 clips were able to be used.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h1700077 investigations did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that right before loading the applier with a clip, a user found the clip was broken, bosses and locking part were remaining but other part of the clip was missing. This occurred with only one clip in cartridge then 5 clips were able to be used.